Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had expired. The causes of death were ischemic cardiomyopathy, cirrhosis, and (B)(6). There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested using automate testing equipment, and no anomalies were found.